Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that there was moisture in the battery compartment and there was no power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: review of the black box did not reveal any evidence of power issues. No damage was found to the battery cap or the battery compartment. The battery cap attached securely to pump. The pump was exercised for 24 hours with no power issues occurring. Investigation did not duplicate the alleged power issue. There was no evidence of corrosion observed in the battery compartment. The pump case is cracked near top right corner of display and there was a leak at the crack in case. The pump was opened and no evidence of internal moisture was found; no damage found to power circuit. Investigation confirmed moisture leakage but did not duplicate a power issue. (B)(4).